Event description:
4/25/2000 within minutes of starting hemodialysis pt. Developed acute respiratory distress. Dialysis stopped. Non-re-breather mask applied, ambu bag, trendelenberg position. Pt. Awake w/ severe shortness of breath, diaphoretic. Within minutes of stopping dialysis color improved, sats improved, & b/p up. Suspected air embolism. No cracks noted in hub, no air leak alarm going off, no air in lines. Dialysis cath. Removed.